Manufacturer narrative:
Additional narrative: this device is intended for treatment, not diagnosis. The part was received with the top surface having a lot of surface scratches and many deeper gouges. The bottom surface contained very few scratches, excluding deeper ones on the backside of the head portion. The plate was broken through the 5th shaft hole in the dcu portion on one side only. Three shaft holes are discolored and two others have gouges in the dcu hole portion. Holes m and n have damage to the threads as well. Pitch depth and ball depth features were only investigated for two holes above and below the break. This was because the hole through which the break occurred was damaged and unable to be inspected. Inspection on all remaining possibly related features was performed against the inspection requirements at the time the part was released, finding no irregularities that would have caused or contributed to this condition. Therefore, based on the information gathered during this investigation, this complaint is deemed indeterminate. Placeholder.

Event description:
On (B)(6) 2012, a procedure was performed for a distal 3rd tibia shaft fracture. Patient was presenting with pain on an unknown date. X-rays were taken and surgeon reported a non-union. Patient was non compliant postoperatively. Patient underwent revision surgery on (B)(6) 2013. Surgeon explanted a 3.5mm locking compression medical distal tibia plate and screws. Plate was broken at the 5th screw hole from distal end portion. Patient was revised to an ex tibia nail. This was report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.